Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon further inspection, fse confirmed that host pc and hard disk need to be replaced. Fse replaced the host pc and hard disk. After replacing the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.